Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8121580, medical device expiration date: 2021-04-30, device manufacture date: 2018-06-27. Medical device lot #: 8117528, medical device expiration date: 2021-03-31, device manufacture date: 2018-06-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcocks leak at the injection valve . There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: a device history report was conducted for lot number 8117528 & 8121580. During our review, no abnormalities related to this event were found to have occurred during our monitoring of the manufacturing process. Our records indicate this is the only instance of leakage occurring in either lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. The samples were subjected to leakage testing. The devices were found to function in accordance with product specifications. Although the root cause cannot be finalized for this complaint, previous investigations suggest that the root cause is most likely associated with the tubing assembly process. Specifically for this record the sample provided not showed leakage, however, for leakage issue in leakage/air in injection valve that have been detected in others customer complaints, the team previously confirmed issues with this product lot 8037509 where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. Process fmea rm5943 and process eura eurap2053001 were reviewed and there are proper controls in place to detect product malfunctions. Based on investigation results to date, root cause for manufacturing process cannot be determined in this sample, however, for leakage issue (in injection valve, batch 8037509) based on investigation results to date, root cause was associated to a bad tubing assembly by station 5 of equipment vh59. Nogales will open a CAPA (#(B)(4)) not because of the cid as it is ¿no CAPA required¿ as per CPR-028 based on the severity and occurrence calculation, the reason to open the CAPA is to better support the exposure to external stakeholders, the focus of the CAPA will be batch 8037509 and sub-assembly lots related to that batch.

Event description:
It was reported that bd connecta¿ stopcocks leak at the injection valve . There was no report of exposure, serious injury, or medical intervention.